Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had a pinhole, which was confirmed by a photo sent by the customer. The same issue occurred with the second hurricane balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.